Event description:
While wheeling the cot to the rear of the ambulance, the wheel caught on a broken section of pavement and tipped over. The pt impacted the ground sustaining an abrasion or laceration. According to the customer, the abrasion / laceration was cleansed and a bandage was applied. Described as "not severe."

Manufacturer narrative:
Operators did not maintain firm control of the stretcher while transporting pt in an elevated position over a broken section of pavement. There was no malfunction. Despite no malfunction occurring, manufacturer is reporting this incident as it is unable to clearly delineate whether or not the abrasion / laceration met the definition of a serious injury.